Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire/anchor was dislodged/dislocated from its original position (distal pierced hole) and the working length was kinked. The device was observed under magnification, and the distal pierced hole was torn, the cutting wire/anchor was dislodged/dislocated and blackened, and the working length was torn from the end of the rapid exchange (rx) channel to the tip. No other problems with the device were noted. The reported event of cutting wire break was not confirmed; however, upon analysis, it was found that the cutting wire/anchor was dislodged/dislocated from its original position. It was also found that the working length was torn at the distal pierced hole, which could have been caused by submitting the cutting wire to tension forces during handle actuation and the possibility of the device being energized during handle actuation. Also, bowing the device without being completely out of the scope can lead to a tear at the distal pierced hole, displacing the cutting wire anchor from its position. Additionally, it was found the working length was kinked in the distal section. This failure could be caused by operational factors such as manipulating the device through difficult anatomy, or the technique used. Also, during the product analysis, it was found that the working length was torn from the end of the rx channel to the tip. The observed damage to the distal section is typically caused when the user pulls or removes the guidewire through the c-channel or by the technique used during loading/removing the guidewire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, while the device was in the ampulla, the cutting wire of the dreamtome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, while the device was in the ampulla, the cutting wire of the dreamtome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).